Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a balloon rupture resulting in blood in the pump. Additional information states that the patient required surgery for the iab catheter to be removed and replaced with an impella. The patient's current condition is reported as "alive".